Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified mid to distal left anterior descending artery. A 1.2mm x 12mm threader¿ micro-dilatation catheter was advanced for predilation but the device stopped advancing at the ostium and was not able to cross the lesion. The physician then started to inflate the balloon at approximately 3-4 atmospheres near the lesion however the pressure level on the inflation device started to decrease. The device was smoothly removed from the patient and it was noted that the balloon had ruptured. The procedure was completed using a non bsc balloon catheter. No patient complications were reported and patient's status was good.